Event description:
It was reported that the ilet bionic pancreas displayed alert 38 for consecutive stalled motor throughout the day, including immediately after restart while on the charger, with the battery above 50 percent and the ilet fully charged, and without any noted physical damage; troubleshooting steps were completed and a replacement ilet was provided. Symptoms included no reported adverse health effects. Outcomes included no impact to the user¿s health or hospitalization. Investigation included remote troubleshooting and operational checks through restart attempts and confirmation of charging status. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.